Event description:
(B)(4). The dentist reported the non osseointegration of a dental implant ti titamax implant (5.0) 5.0x11 mm, but did not provide further information about the case.

Manufacturer narrative:
(B)(4).